Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter at the 3cm mark and second split between the 7cm and 8cm mark on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A 2cm long section between the 3cm and 5cm was flattened. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer there was a leak due to the hole when patient was at home with his home pump, which lasted 2 days and this gave a cytotoic spill. Soreness, rash, and redness remain (B)(6), and being looked at by a doctor. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer there was a leak due to the hole when patient was at home with his home pump, which lasted 2 days and this gave a cytotoic spill. Soreness, rash, and redness remain march 6, and being looked at by a doctor. No other information was provided.

Event description:
It was reported by the customer there was a leak due to the hole when patient was at home with his home pump, which lasted 2 days and this gave a cytotonic spill. Soreness, rash, and redness remain march 6, and being looked at by a doctor. No immediate injury to personnel has been reported. No other information was provided. Additional information was received and added to file on november 11, 2024, for this event as part of a focus survey. The following additional detail was provided: PICC was placed (B)(6) 2024 and removed (B)(6) 2024. Total catheter length 47cm, inserted to basilic vein, exit site 5cm, secured with securacath at the 3cm mark. PICC used for oncology treatment (folfox). No known occlusions. Leakage from insertion site identified by wet dressing, leak external at the 3-5cm mark. PICC used 47 days. Caregiver helped with dressing changes. No xray images available. Catheter site cleaned with chlorhexidine 5mg/ml 250ml bottle. Additional comments: leakage begins with a moist dressing in the evening the patient says and when the patient wakes up at home the bed is wet. The patient finishes the treatment at the oncologist and there they see cytostatic residues under the bandage. The piccline is removed.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed in the catheter tubing at the 3 cm marker and a second split between the 7 cm and 8 cm markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage, which was circumferentially aligned, fracture edges which were rounded and polished due to repeated material wear, overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A 2 cm long section between the 3 cm and 5 cm was observed to be flattened. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer there was a leak due to the hole when patient was at home with his home pump, which lasted 2 days and this gave a cytotoic spill. Soreness, rash, and redness remain (B)(6), and being looked at by a doctor. No immediate injury to personnel has been reported. No other information was provided. Additional information was received and added to file on november 11, 2024 for this event as part of a focus survey. The following additional detail was provided: PICC was placed (B)(6) 2024 and removed (B)(6) 2024. Total catheter length 47cm, inserted to basilic vein, exit site 5cm, secured with securacath at the 3cm mark. PICC used for oncology treatment (folfox). No known occlusions. Leakage from insertion site identified by wet dressing, leak external at the 3-5cm mark. PICC used 47 days. Caregiver helped with dressing changes. No xray images available. Catheter site cleaned with chlorhexidine 5mg/ml 250ml bottle. Additional comments: leakage begins with a moist dressing in the evening the patient says and when the patient wakes up at home the bed is wet. The patient finishes the treatment at the oncologist and there they see cytostatic residues under the bandage. The piccline is removed.